Event description:
Implant would not "lock" in place, implant was removed. Trunion was dried with a lab sponge. Surgeon attempted again to "lock" on the head with impaction. It would not "hold" and was removed by hand. No adverse consequence for the patient or extension of surgery time.